Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The clinical observations of loss of capture (loc) and dislodgement were not able to be confirmed.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc). Fluoroscopy was performed which showed the lead to have dislodged. The patient was seen for a revision proceudre where the lead was attempted to be repositioned but the helix became non-functional. There were no additional adverse patient effects reported. The lead was returned for analysis.